Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent an ablation procedure using sphere 9 catheter, with pulmonary vein isolation, posterior wall ablation (roof and floor lines), and cavotricuspid isthmus ablation. A transesophageal echocardiogram was reported as clear. A total of 101 lesions were delivered, including 92 pulsed field lesions and 9 radiofrequency lesions on the cavotricuspid isthmus, and there were no notable impedance or temperature swings during lesion evaluation. During pulsed field ablation on the left veins, the patient reportedly had strong vagal reactions with prolonged periods of atrioventricular block, and some pulsed field lesions were reportedly stacked on the right superior pulmonary vein. It was also reported that the catheter remained stagnant for a period while an additional access site was obtained for backup right ventricular lead pacing. Post procedure, the patient experienced impairment during the short stay with continued stroke-like neurologic symptoms, visual changes, and double vision, and was discharged with instructions to monitor symptoms. The patient later returned to the emergency room the same evening due to continued symptoms and was readmitted overnight. An magnetic resonance imaging (MRI) was performed which confirmed the stroke. No further patient complications have been reported as a result of this event.